Event description:
The dentist reported a fractured screw. The dentist tried to remove the remaining part of the screw, but was unsuccessful, therefore implant was removed.

Manufacturer narrative:
One implant consistent with the drawing was returned connected to the screw removal kit components. Review of an x-ray provided by the customer confirms the complaint. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances. A definitive root cause has not been determined.